Event description:
Additional information was received for this case. A CT with contrast during follow up confirmed the evidence of a type ib endoleak.

Event description:
A valiant captivia stent graft system was implanted in the patient for the endovascular treatment of a 7 cm diameter thoracic aortic aneurysm. The diameter of the proximal neck was 39 mm and the distal diameter was 38 mm. It was reported that the patient presented with a right common femoral artery dissection and occlusion. Angioplasty of the right common femoral artery was performed and the event was resolved. The investigator assessed this event as related to the procedure and not related to the study device. There was no evidence of endoleak.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).